Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 438 mg/dl. Customer reported loss of communication between transmitter and insulin pump. Customer was using insulin pump within 48 hours of reported event. Customer did all possible troubleshooting for high blood glucose level. Insulin pump was on auto mode. Insulin pump will be returned for analysis.